Manufacturer narrative:
The issue occurred during ventilation of a patient. No harm to patient was reported. The event did not cause or contribute to a death or serious injury to a patient. The log files confirmed the issue. The root cause of the event was determined to be a defective o2 mixer assembly. After replacing the o2 mixer assembly, the device was released back into use.

Event description:
The following was reported to hamilton medical ag: local staff intended to repair this c1 as the buzzer sounding test was ng. However, hospital staff complained that technical event:231008 (o2 valve leak) had been occurring occasionally for several months. Problem identified during non-clinical procedure.

Manufacturer narrative:
Hamilton medical ag case number is:(B)(4).